Event description:
It was reported that during an unspecified procedure, balloon withdrawal resistance occurred. The physician implanted an express sd stent into an unspecified vessel successfully. When the physician went to retrieve the stent delivery system (sds), it felt as though the balloon did not deflate "properly". The balloon was able to deflate, however, resistance was felt withdrawing the balloon from the deployed stent. Additional information was requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.